Event description:
The customer reported via phone call that they had repeated signal too low alarms and unexpected restart alarms. The customer also reported the reservoir icon was displayed as empty on their insulin pump. Customer declined to troubleshoot for the unexpected restart alarm and failed battery test alarm. Customer reported the alarms did not occur during the rewind/prime sequence. It was also found the correct bolus amount was recorded in the bolus history during troubleshooting. The customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a21 after battery installation due to leaking voltage. The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. The insulin pump passed self test, no a17 alarms noted. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube window, battery tube threads and minor scratched lcd window.